Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip of the instrument broke off on an unknown date. The broken parts were retrieved. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). The checking of manufacturing data and hardness specifications also showed that there were no deviations from the specifications. Investigation of the affected screwdriver has shown that the tip was completely broken off by excessive torsion.